Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Angiography performed during the procedure, after all stent grafts were implanted, revealed distal type I endoleaks bilaterally. For repair of the right side, unplanned coil-embolization was performed on the right internal iliac artery and an additional contralateral leg component was implanted to extend to the right external iliac artery. The endoleak disappeared. For repair of the left side, ballooning was performed, but the endoleak remained. No further treatment was performed for the endoleak at the left side, and the physician decided to monitor it. The patient tolerated the procedure. The physician reportedly stated as follows: based on the condition of the patient's common iliac arteries, common iliac artery landing may have been anatomically difficult. From preoperatively, I understood the concern that distal type I endoleaks might occur.